Manufacturer narrative:
The initial MDR 2432235-2016-00120 was filed on march 11, 2016. There was a delay in reporting of cea results to the physician(s). Additional information (03/24/2016): upon a siemens customer service engineer (cse) specialist's recommendation, the customer replaced the bench top table on which advia centaur cp was placed, which resolved the issue.

Event description:
A discordant, falsely low carcinoembryonic antigen (cea) result was obtained on one patient sample on an advia centaur cp instrument. The sample was run in duplicate and the first replicate resulted lower while the second replicate resulted higher. Neither of the results were reported to the physician(s). The customer sent the sample to a reference laboratory and the sample was tested using an unknown methodology, resulting higher. The repeat result obtained from the reference laboratory was reported to the physician(s). The customer stated that there was delay in reporting cea result. There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low or delay in reporting cea result.

Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. The customer had moved the instrument within the laboratory and the cse informed the customer that the bench top table supporting the advia centaur cp instrument was not stable and vibrated when the instrument ran samples. The cse recommended that the customer replace the bench top table and the customer stated they would not use the instrument until the table was replaced. The cse evaluated the instrument and proactively replaced the base pump, waste pump and wash block. The cse checked the dispense ports, aspirations and volume for acid and base solutions. The cse cleaned the luminometer, ran calibrations and performed precision testing, which was acceptable. The cause of the discordant, falsely low cea result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low carcinoembryonic antigen (cea) result was obtained on one patient sample on an advia centaur cp instrument. The sample was run in duplicate and the first replicate resulted lower while the second replicate resulted higher. Neither of the results were reported to the physician(s). The customer sent the sample to a reference laboratory and the sample was tested using an unknown methodology, resulting higher. The repeat result obtained from the reference laboratory was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low cea result.